Event description:
It was reported that the patient's blood glucose level rose to above 400 mg/dl while wearing the pod between 37 and 48 hours. When the pod was removed from the infusion site (unspecified), the pod's cannula was found bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The device generated an 0x14 alarm, indicating that the pod was occluded. Timeouts were observed in the data. Fluid initially did not flow freely through the complete fluid path. After clearing the crystallized insulin or residue inside the needle, fluid could freely pass through the formed needle. Since the timing of the crystallization of the insulin could not be determined, it could not be confirmed as the cause for the occlusion alarm. Inspection of the device did not find any damages or defects that could contribute to the observed hazard alarm.